Event description:
It was reported that the right ventricular pace/sense had increased thresholds, r-waves, oversensing and lead impedance variability. The lead remains in use. No patient complications have been reported as a result of this event. It was further reported that the patient continues to have the same symptoms. The lead replacement is being scheduled for a later date. It was further reported that the lead was explanted and replaced.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned in segments and the helix was disengaged from helical channel. It was also noted that the defibrillation conductor was distorted, there was blood/body fluid on several conductors (not obstructed), the inner tubing was kinked/buckled, the outer tubing overlay had cosmetic environmental stress cracking, the outer tubing overlay was breached cut, the outer insulation had a cosmetic depression, there was blood in/on the helix/lobe mechanism (sleeve head), there was blood in/on the helix/lobe mechanism, and there was tissue present on helix.

Event description:
It was reported that the right ventricular pace/sense had increased thresholds, r-waves, oversensing and lead impedance variability. The lead remains in use. No patient complications have been reported as a result of this event. It was further reported that the patient continues to have the same symptoms. The lead replacement is being scheduled for a later date. It was further reported that the lead was explanted and replaced. It was later reported that the lead had fractured.

Event description:
It was reported that the right ventricular pace/sense had increased thresholds, r-waves, oversensing and lead impedance variability. The lead remains in use. No patient complications have been reported as a result of this event. It was further reported that the patient continues to have the same symptoms. A lead replacement is being scheduled for a date in the future.

Event description:
It was reported that the right ventricular pace/sense had increased thresholds, r-waves, oversensing and lead impedance variability. The lead remains in use. No patient complications have been reported as a result of this event.